Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl; cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer had ¿sugar sores on legs; doctor took care them¿. Ultimately, the customer reverted to an alternate method of insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.